Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "when the t2 alpha tibia instrument set was opened after sterilization, small shavings came out of the black resin in the outer four corners."

Event description:
As reported: "when the t2 alpha tibia instrument set was opened after sterilization, small shavings came out of the black resin in the outer four corners."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device was not returned and no other evidence was available to confirm the debris generation. However, an image was shared which shows the polymer brackets of the base tray severely scratched which could explain the alleged debris generation. The manner of scratches indicate towards a probable mishandling during use and reprocessing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Since the device was not returned and no evidence was shared to confirm the debris generation, a real root cause of the issue could not be determined. If the device is returned or if any additional information is provided, the investigation will be reassessed.